Manufacturer narrative:
The device was received by the resmed manufacturing facility located in (B)(4) and an extensive engineering investigation was performed. The investigation determined that the system fault 75 was due to a software fault occurring during a sudden loss of power. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was returned to the resmed technical service center located in (B)(6) for an evaluation. The evaluation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation and displayed an error message (sf 75) indicating the pneumatic block software was not calibrating. The patient was manually ventilated and taken to the hospital by caregivers. There was no patient injury reported as a result of this incident.